Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Device evaluation: lens was returned in liquid in the lens vial. Visual inspection found the haptic bent. Work order search: no similar complaint types reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that as the surgeon was attempting to load a cq2015a intraocular lens, diopter +11.5, the lens was damaged. Upon lens return, on the box it was written, "opened but not inserted. Dr. Bent a haptic loading it." Attempts to obtain additional information have been unsuccessful. Date of occurrence is (B)(6) 2017.